Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment had moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump's black box data showed continual rebooting following motor rewind error messages. The keypad was unresponsive upon powering on. The pump failed a leak test due to a battery compartment crack on the side of the battery compartment. There was evidence of additional moisture on the internal components of the pump. Unrelated to the initial allegation, the display screen was dim and discolored.